Manufacturer narrative:
Additional information manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient experienced gi bleed on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 which were reported under MFR report # 2916596-2018-02180, MFR report # 2916596-2018-05296, and MFR report # 2916596-2018-05393, the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted due to complaints of feeling lightheaded, tired, and shortness of breath. The patient also had black stools that were loose, and had labs drawn on (B)(6) 2019 that revealed hematocrit level of 18. Blood transfusion was given to the patient. On (B)(6) 2019, the patient's hemoglobin and hematocrit (h&h) level is 6.2 and 19.3, respectively. Esophagogastroduodenoscopy (egd) showed bleeding avm in proximal jejunum on (B)(6) 2019. The patient was treated with apc and homeostasis was achieved. The bleeding was resolved and the patient was discharged without aspirin, dipridamole, or warfarin. The patient was already off from the anti-coagulant medication due to prior multiple issues with gi bleeding. The patient will continue no anticoagulants and consider ocetreotide injections.